Event description:
Patient reported a left side they are experiencing," pulsating pain", "having" a milk like discharge", "burning sensation" ,"back pain" "it hurts when I breath" and exchange of textured breast implants due to the patient's concern with the product against non-allergan product. Device remains implanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).